Manufacturer narrative:
(B)(6) . During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of use error was not confirmed. The assignable cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding an incomplete prime , which occurred on the homechoice (hc), during use prior to patient connection at a stopped initial drain. Starting the initial drain before connecting represents a potential breach of the sterile pathway. The baxter technical service representative (tsr) assisted the hp to end therapy and start the setup over. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.